Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced internal fibers due to error 32114. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The probable root cause cannot be determined; however, error 32114 points to aurora communication link error reported by axes controller platform (acp4) (upstream comm. Link to acp3).

Event description:
It was reported that prior to the start of a da vinci-assisted hysterectomy benign surgical procedure, the customer contacted the technical support engineer (tse) during system setup due to error 32114 occurring at power-on/startup. The customer called back on 21 may 2026 to ask about options for the surgical procedure, and the tse assessed the situation and also followed up with the customer, but no decision was made during that discussion with tse. The procedure was completed as planned with no reported injury.